Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a loose battery socket contact pin. The battery pins were retightened to remedy the reported problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the unit shuts off. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.